Event description:
String of the tampons breaking [device breakage]. Case narrative: consumer reported via e-mail that the tampon strings were breaking during removal. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
Product investigation is in progress.

Event description:
String of the tampons breaking [device breakage]. Case narrative: consumer reported via e-mail that the tampon strings were breaking during removal. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
String of the tampons breaking [device breakage]. Case narrative: consumer reported via e-mail that the tampon strings were breaking during removal. No injury reported.